Manufacturer narrative:
A ge representative contacted the customer and asked to have the footswitch checked for a foreign object causing the switch to be closed. Customer checked the switch, found an object on the switch, and removed the object. System operates as intended.

Event description:
Customer reported the system would not boot up. Phone conversation revealed the system booted with xray switch stuck error code. No patient injury was reported.